Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During use of an optease vena cava filter, it was reported that when following the indications reported on the storage tube of the filter, after deployment, it was noted that the filter was upside down with the retrieval hook in the proximal side instead of the distal. The filter was left in the patient. Please note that despite multiple attempts no additional patient or procedural information was provided.

Manufacturer narrative:
During use of an optease vena cava filter it was reported that ¿when following the indications on the storage tube of the filter; after deployment it was noted that the filter was upside down with the retrieval hook in the proximal side instead of the distal.¿ the filter was left in the patient. Multiple attempts to retrieve detailed procedural information, obtain procedural films for review and the filter storage tube for analysis were unsuccessful. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU instructs the following: ¿prior to releasing the optease retrievable filter from the sheath introducer ensure that: a. The intended filter location in the inferior vena cava is correct. Should the filter location be incorrect, reposition the sheath introducer; and b. The filter retrieval hook is orientated towards the caudal end of the vena cava. Should the filter orientation be incorrect, remove the sheath introducer (with filter inside) from the patient and discard the system. Recommence the procedure using a new sterile sheath introducer and storage tube with filter¿. The filter must be deployed in the patient with the hook oriented in the caudal position. In this orientation the fixation barbs are designed to prevent the filter from migrating towards the heart and it allows retrieval of the filter via the femoral vein. Retrieval of the optease filter is possible only from femoral vein approach. Implant of the optease filter with the hook oriented in the cranial direction can result in life threatening or serious injury including, but not limited to dissection, vessel perforation, migration of the filter with secondary damage to cardiac structures, ineffective pulmonary embolism prevention or death. In this case, the filter was left implanted for unknown reasons. Based on the limited procedural information provided and without procedural films available for review the complaint of filter implanted upside down could not be confirmed and no determination of contributing factors could be made. Without the storage tube available for analysis, it is not possible to determine if the reported failure could be related to the manufacturing process. However, incorrect filter deployment orientation has been previously investigated and corrective and preventive actions have been implemented. No other actions will be taken at this time.